Manufacturer narrative:
Concomitant medical products: product ID 3487a, lot# j0124583v, implanted: 2002-(B)(6), product type lead. Product ID 7434-e, serial# (B)(4), implanted: 2002-(B)(6), product type programmer, patient product ID 7495-51, serial# (B)(4), implanted: 2002-(B)(6), product type extension. Product ID 3487a, lot# j0124583v, implanted: 2002-(B)(4), product type lead. (B)(4).

Event description:
The patient wants to explant the device. The patient found a surgeon but the health care provider (hcp) wants to have the patient¿s medical records. The patient had the device put in in 2002. The ins battery died more than 5 years ago. The ¿cord has been swelling for 3 years¿. The "cord" dislodged 3 years ago and caused the patient to be in the hospital numerous times. The patient has not seen the implanting hcp in 8 years. The patient has been trying to have the device explanted for the last 8 years. Additional information has been requested.